Event description:
The customer reported that the sys lost the image on the screen during fluoroscopic x-ray. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage cable assembly. The sys was tested and found to be working as intended and put back in svc.